Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, fse arrived at the site to address the reported event. Fse replaced the column, then verified results after replacement. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the column.

Event description:
On (B)(6) 2017, the customer reported a potential column failure with their g8 analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.